Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) read as ¿high¿, however, a specific value was not provided. The customer required assistance from a clinic to manage the situation and received advice on using injections. A manual injection was administered to address bg level. There were no injuries or ketones reported. The event occurred during pumping, and the pump, which had a history of similar alarms, was replaced by the company's technical support. The customer reverted to manual insulin injections for backup insulin therapy.